Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Customer was in the process of obtaining a new pump to address the issue. No additional patient or event information was available.